Manufacturer narrative:
Concomitant medical products: 4024-58 lead, implanted: (B)(6) 1994. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing. Changes were made to lead programming and it remains in use. No patient complications have been reported as a result of this event.